Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and seven months later, computed tomography (CT) revealed one of the filter legs chronically intruded/eroded into the anterior inferior l3 body. There was chronic remodeling with sclerosis surrounded the leg of the filter. The patient experienced back pain. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and a spinal cord injury. At some time post filter deployment, it was alleged that filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the device was intruding into the anterior inferior of l3. The patient reportedly experienced back pain; however, the current status of the patient is unknown.